Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, the surface of the stent was not smooth and the inner surface of the stent was lifted up. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was stable.